Event description:
It was reported that a patient underwent an atrial fibrillation ablation and watchman procedure with a thermocool smarttouch sf catheter, during measurement for watchman placement and suffered a pericardial effusion which required a pericardiocentesis and surgical intervention. The report indicated that the patient had a pericardial effusion. They reinserted the soundstar catheter into the body post ablation to take measurements for the watchman, they noticed the effusion. They confirmed this on the ge s70 ultrasound. Pericardiocentesis was performed, and at least 750ml of blood drained. The patient's last known status was in surgery. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4. Catalog: unk_smart touch bidirectional sf. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).